Event description:
The complaint received states that during advancement the enterprise vrd and delivery (enc452812 / 10146439) became impeded in an unknown prowler select plus microcatheter. The patient is male and (B)(6) old, had right brain wide neck aneurysm. The surgeon put an unknown prowler select plus in place and then advanced the stent. He felt friction before approaching to the neck of the aneurysm. The stent could not be withdrawn. The surgeon had to remove the stent and mc as a unit and changed new stent to complete. No adverse event on the patient.

Manufacturer narrative:
The complaint received states that during advancement the enterprise vrd and delivery ((B)(4)) became impeded in an unknown prowler select plus microcatheter. The patient is male and (B)(6), had right brain wide neck aneurysm. The surgeon put an unknown prowler select plus in place and then advanced the stent. He felt friction before approaching to the neck of the aneurysm. The stent could not be withdrawn. The surgeon had to remove the stent and mc as a unit and changed new stent to complete. No adverse event on the patient. A non-sterile units of enterprise vrd and delivery, was received coiled inside of a plastic bag. Enterprise was received inside of their original pouch lot # 10146439. Delivery wire was received inside of coil dispenser, introducer tube and stent were received positioned in the delivery wire. No damages were observed on the delivery wire, coil dispenser and introducer tube. Microcatheter involved was not received. Functional analysis was performed according dp (B)(4) rev 1 a microcatheter lab sample was used and the device passed without any difficulty. Delivery wire was inspected under system vision and no damages were observed. (B)(6) and cordis lot #: 10146439: per (B)(6) report (B)(4): (B)(6) medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10146439. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(6) medical¿s internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained (B)(4) units, which were shipped from (B)(6) medical on (B)(6) 2012. The history records indicate this product was final inspection tested at (B)(6) medical and was determined to be acceptable.the failure reported by the customer as ¿delivery wire/impeded-in microcatheter¿ was not confirmed due to the functional test was performed successfully and no damages were observed. The cause of the event experienced by the customer could not be conclusively determined; however procedural factors might have contributed with the cause of the failures reported by the customer. Neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process; therefore no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. Lake region and cordis lot #: 10146439. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10146439. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained (B)(4) units, which were shipped from lake region medical on july 6, 2012. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable.